Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 06-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had hemorrhaging period that lasted 4 months (interpreted as menorrhagia) and only stopped after an unspecified surgical intervention. She had chronic severe pain (interpreted as pelvic pain) and had essure removed via hysterectomy. It was also reported that she lost her thyroid due to the inflammation response. These events are serious due to medical significance and are listed in the reference safety information for essure, except for lost her thyroid due to the inflammation response which is unlisted. After essure insertion pelvic pain and menses pattern changes may occur. Given the nature of the events hemorrhaging period that lasted 4 months and chronic severe pain, and in the lack of an alternative explanation, causality with essure cannot be excluded. Considering the pathophysiology of the event lost her thyroid due to the inflammation response and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. This case was regarded as incident since a surgical intervention was performed and a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1866, awareness date 19-oct-2015). It refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2007. The reporter stated that her daughter had essure inserted and she lost her thyroid due to the inflammation response. In one year her thyroid tripled in size; this condition was compromising her airway and causing a choking hazard while eating. Essure also caused her to have a hemorrhaging period that lasted 4 months, only stopped by surgical intervention. Lastly essure caused chronic and severe pain to the point of her not being able to work and eventually having essure removed, but it was not that easy to remove, she required a hysterectomy at a major university hospital. The reporter stated she is forever altered by essure. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had hemorrhaging period that lasted 4 months (interpreted as menorrhagia) and only stopped after an unspecified surgical intervention. She had chronic severe pain (interpreted as pelvic pain) and had essure removed via hysterectomy. It was also reported that she lost her thyroid due to the inflammation response. These events are serious due to medical significance and are listed in the reference safety information for essure, except for lost her thyroid due to the inflammation response which is unlisted. After essure insertion pelvic pain and menses pattern changes may occur. Given the nature of the events hemorrhaging period that lasted 4 months and chronic severe pain, and in the lack of an alternative explanation, causality with essure cannot be excluded. Considering the pathophysiology of the event lost her thyroid due to the inflammation response and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. This case was regarded as incident since a surgical intervention was performed and a device removal was required. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.